Event description:
It was reported that the pt underwent a hallux valgus correction approx 10 months ago. The surgeon reports the deformity has recurred and indicates the bone appears to have consolidated around and through the fiberwire. The pt requires an osteotomy to reduce the intermetatarsal angle. No further pt info is available and no add'l adverse consequences have been reported. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the lot number was not provided. The device history record could not be reviewed and the mfg date was not determined. During the investigation two orthopedic surgeons were consulted regarding the complainant's event and both expressed concerns with implanting this device in the juvenile population since skeletal maturity has not yet been reached. Product dfu states: "the use of this device may not be suitable for pts with insufficient or immature bone. The physician should carefully assess bone quality before performing orthopedic surgery on pts who are skeletally immature." A definitive conclusion, however, could not be determined from the info available and without device eval.